Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) had low vacuum alarm. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- full event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.